Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, smoker, tonsillectomy, heavy periods, hyperthyroidism, tooth extraction, deep dyspareunia, uterine bleeding, dysmenorrhea, vaginal delivery, snoring, fungal infection and ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psych injury/depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015 (previously reported) and in current fu ((B)(6) 2012) was reported. Plaintiff didn't received treatment for psych injury. Migration was reported as no. Reason for essure not removal was reported as unable to afford surgery. The essure procedure was performed per protocol into the right cornua and similar procedure was performed on the patient's left side. The trailing coils are as follows: left - 3, right - 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2019: impression: small echogenic structures within the peripheral endometrium or myometrium ranging in size from 1 to 3 mm noted. Findings have a benign appearance and may relate to prior intervention or benign micro calcifications. Tiny polyps could potentially have this appearance as well. Endometrial stripe is within normal limits. Otherwise, negative. Lot number: 901326 manufacturing date: 2011-09 expiration date: 2014-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: " previously reported event pelvic pain made medically significant and intervention required due to surgery." Reporter, medical history, historical drug, essure insertion date and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, smoker, tonsillectomy, heavy periods, hyperthyroidism, tooth extraction, deep dyspareunia, uterine bleeding, dysmenorrhea, multigravida, snoring, fungal infection and ovarian cyst. Previously administered products included for an unreported indication: levothyroxine. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and depression ("psych injury/depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anxiety, vaginal haemorrhage, heavy menstrual bleeding and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015 (previously reported) and in current fu (01jun2012) was reported. Plaintiff didn't received treatment for psych injury. Migration was reported as no. Reason for essure not removal was reported as unable to afford surgery. The essure procedure was performed per protocol into the right cornua and similar procedure was performed on the patient's left side. The trailing coils are as follows: left - 3, right - 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2019: impression: 1. Small echogenic structures within the peripheral endometrium or myometrium ranging in size from 1 to 3 mm noted. Findings have a benign appearance and may relate to prior intervention or benign micro calcifications. Tiny polyps could potentially have this appearance as well. Endometrial stripe is within normal limits. 2. Otherwise, negative. Lot number: 901326 manufacturing date: 2011-09 expiration date: 2014-09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.